Event description:
It appears the patient had surgery to replace their lead but the date was not provided. Thus far no further information has been attained.

Event description:
On (B)(6) 2012 it was reported that the vns patient has high impedance with an impedance value greater than 10,000ohms. The patient was referred for x-rays. No injury was reported to have preceded the event and the patient was disabled that day due to the high impedance. It was unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance.

Event description:
On (B)(6) 2012, it was confirmed that the product was explanted.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Although surgery is likely, it has not occurred to date.